Event description:
It was reported that the patient pre-op vision was 6/6 be. Post-op vision was 6/9 in right eye which has polyopia and 6/6p in left eye. The patient was a steroid responder, edema was present and diamox tablet was given for intraocular pressure. The patient's visual issues were reported as polyopia. There was no patient injury. There was no eye trauma after surgery. No further information is available.

Manufacturer narrative:
Section a3b, a4 and a5: unknown/ asked but not available. Section a6: race: indian. Section b3: date of event is unknown/not provided. However, the date of surgery was given as (B)(6) 2024. Section d4: expiration date - unknown/not provided. Section d6a: if implanted, give date: not applicable as this is not an implantable device.  Section d6b: if explanted, give date: not applicable as this is not an implantable device.  Section e1: initial reporter: telephone number- (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: 2138 - unexpected postop refraction : refraction disorder and diplopia-persistent : diplopia persistent. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.